Event description:
It was reported that the patient presented remotely via merlin. Net. Device interrogation revealed crosstalk oversensing on the right ventricular (rv) lead. No changes or intervention were reported. There were no patient consequences.